Event description:
An ocd lab specialist reported recurrent discordant ahbs results on a patient sample during a cross-over study. Imprecise results of the direction and magnitude observed may lead to inappropriate physician action. There was no report patient harm as a result of this event.